Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated through ivc wall and into pericaval and mesenteric fat. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in groin area, however the current status of the patient is unknown.

Manufacturer narrative:
H10:manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three days later, the patient underwent transcatheter thrombolysis, inferior venacavogram revealed filling defect was seen in the cap of the filter, consistent with a nonocclusive thrombus. Flow was seen adjacent to the filter and above the filter. Small amount of clot burden trapped by the filter. Approximately four years five months later ventilation perfusion (v/q) scan revealed negative for pulmonary embolism. Approximately five years and three months later computed tomography(CT) of the abdomen without contrast revealed the filter struts had penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat and the filter was irretrievable. Therefore, the investigation is confirmed for perforation of the inferior vena cava(ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated through inferior vena cava wall and into pericaval and mesentric fat. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in groin area, however the current status of the patient is unknown.